Event description:
The customer reported the system displayed a pre-charge error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Per the filed service engineer, the battery voltage passed. However, it did not drop below 160vdc under a load. This engineer checked the battery charger board plugs and inadvertently the system ceased the pre-charge error messages. The system was then found to be working as intended.